Event description:
A customer reported one sample with red blood cell count (rbc) about 2.5 to 3 times the expected result on their lh750 instrument. The sample was repeated on another instrument with an acceptable result. The customer also indicated other counts were erroneous. Results were not reported out of the laboratory so patients were not affected.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the manifold mf9, solenoid sol61 and valves vl61b, vl86, vl11c, vl11b and vl14c. He also trimmed and crimped the cable from mf9 to diluter 3 board. The fse also replaced the distribution board which controls manifolds mf16 and mf17. The instrument was then operational. (B)(4).